Event description:
According to customer's info: "bad gas exchange performances". Patient weight: (B)(6); patient height: (B)(6); patient bsa: 0.54; arterial blood flow: 1500ml/min. The product was not replaced during treatment. (B)(4).

Manufacturer narrative:
The product was not available for investigation. Based on this confirmation of the failure by manufacturer's laboratory, investigation is not possible. The data is also being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this, no further action will be completed at this time. Additional information: the product mentioned is a set and the included affected component has the contributing design function of the quadrox-I neonatal which is registered under 510 (k): k102464.